Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the external of the device showed no abnormalities. The adapter was unable to calibrate. It was found that the artic housing was advanced and the articulation screw was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication bent articulation screw can be achieved by inserting the manual retract tool into the trilobe shaft marked with a square and turning counter clockwise, this extends the articulation housing to a hard stop. Excessive force was then applied when it reached the hard stop bending the screw. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received replaced to the new adapter and handle used with same original reload in order to complete the case. Patient status :stable.

Event description:
According to the reporter: during a procedure, the idrive device did not fire. The state of the handle indicator was flashing and the state of status indicator lights was blue. The handle is sterilized using an autoclaved method. Patient status : unknown.